Event description:
Reportedly, it was not possible to interrogate the subject device on (B)(6) 2014, despite several attempts with different programmers. Same issue was observed during a follow-up performed on (B)(6) 2014, device interrogation started properly but after few seconds, a message stating to reposition the head of the programmer was displayed to the user (despite the activation of the leds on the programmer head). During the magnet mode test, normal device behavior was observed on ECG (magnetic frequency was 96min-1).the device remains implanted. Note that the patient is not pacemaker dependant. Preliminary analysis showed that the reported behaviour was due to either corrupted memory location in the implant memory (ram) or an address decoding anomaly. A complete pacemaker re-initialization was recommended on (B)(6) 2014, in order to restore a normal behavior. However, this procedure could not be completed successfully and the device could not be interrogated again. Consequently, the device replacement was recommended on (B)(6) 2014.

Manufacturer narrative:
Following our recommendation, we were informed that the device was explanted and will be returned for analysis.

Event description:
Reportedly, it was not possible to interrogate the subject device on (B)(6) 2014, despite several attempts with different programmers. Same issue was observed during a follow-up performed on (B)(6) 2014, device interrogation started properly but after few seconds, a message stating to reposition the head of the programmer was displayed to the user (despite the activation of the leds on the programmer head). During the magnet mode test, normal device behavior was observed on ECG (magnetic frequency was 96min-1).the device remains implanted. Note that the patient is not pacemaker dependent. Preliminary analysis showed that the reported behaviour was due to either corrupted memory location in the implant memory (ram) or an address decoding anomaly. A complete pacemaker re-initialization was recommended on (B)(6) 2014, in order to restore a normal behavior. However, this procedure could not be completed successfully and the device could not be interrogated again. Consequently, the device replacement was recommended on (B)(6) 2014.

Event description:
Reportedly, it was not possible to interrogate the subject device on (B)(6) 2014, despite several attempts with different programmers. Same issue was observed during a follow-up performed on (B)(6) 2014, device interrogation started properly but after few seconds, a message stating to reposition the head of the programmer was displayed to the user (despite the activation of the leds on the programmer head). During the magnet mode test, normal device behavior was observed on ECG (magnetic frequency was 96min-1).the device remains implanted. Note that the patient is not pacemaker dependent. Preliminary analysis showed that the reported behaviour was due to either corrupted memory location in the implant memory (ram) or an address decoding anomaly. A complete pacemaker re-initialization was recommended on (B)(6) 2014, in order to restore a normal behavior. However, this procedure could not be completed successfully and the device could not be interrogated again. Consequently, the device replacement was recommended on (B)(6) 2014.

Event description:
Reportedly, it was not possible to interrogate the subject device on (B)(4) 2014, despite several attempts with different programmers. Same issue was observed during a follow-up performed on (B)(6) 2014, device interrogation started properly but after few seconds, a message stating to reposition the head of the programmer was displayed to the user (despite the activation of the leds on the programmer head). During the magnet mode test, normal device behavior was observed on ECG (magnetic frequency was 96min-1).the device remains implanted. Note that the patient is not pacemaker dependent. Preliminary analysis showed that the reported behaviour was due to either corrupted memory location in the implant memory (ram) or an address decoding anomaly. A complete pacemaker re-initialization was recommended on (B)(6) 2014, in order to restore a normal behavior. However, this procedure could not be completed successfully and the device could not be interrogated again. Consequently, the device replacement was recommended on (B)(6) 2014.